Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy procedure, the surgeon clamped the tissue and started to squeeze the handle, however could not fire the device. The procedure was completed with manual suturing. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the loading unit was received fully fired. The pushers were advanced. Microscopic inspection of the loading unit anvil buckets revealed strike marks, suggesting presents of staples in the loading unit. Functionally; the clinical instrument was not received, a pmv representative instrument was used for functional evaluation. The loading unit pusher was reset. The loading unit was loaded into the pmv instrument and cycle with acceptable results. The jaw closes smoothly, the pin slide advances fully, and the jaw opens when the back release button is depressed.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.